Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed an issue with the connector; the full lead was returned for analysis. Further testing revealed proximal conductor was distorted, blood/body fluid on the proximal conductor (not obstructed) and on the helix sleeve head and mechanism, the outer insulation was breached cut, and the lead was stretched. (B)(4): preliminary analysis revealed an issue with the connector; the full lead was returned for analysis. Further testing revealed blood/body fluid on the proximal conductor (not obstructed) and on the helix sleeve head and mechanism, and the outer insulation was breached cut. It was noted that the lead was returned with the guide tooth damaged.

Event description:
Both leads were removed due to infection, returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.